Manufacturer narrative:
The customer tested the batteries and found they only held power for 1.5 hours after being fully charged. Service is performed by the hospital's biomed, maquet does not service the equipment. However, the maquet service representative advised the customer to replace the batteries. We are following up with the customer for repair results and if the iabp was returned to service. A supplemental medwatch form will be submitted if additional information becomes available.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shutdown during transport. The customer also stated that the screen on the iabp went blank and there was no sound from the unit. The patient was switched to another iabp and therapy was continued. No patient injury was reported.